Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record review showed the product was released per specifications. The root cause of the customer's complaint is unknown; a sample was not returned for investigation. Without a sample, it is not possible to isolate the root cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that a cassette leaked during a vitrectomy-retinal procedure. It is unknown if there was any patient impact. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the device history record showed the product was released per specifications. The returned sample was visually inspected and the filters inside the cassette were saturated with bss in returned condition. No obvious defects were observed. After drying the sample a full integrity leak pressure test was performed on the cassette and no leakage was detected. It was noticed during the investigation the customer used an expired procedure pak; the labeling on the pak container clearly indicated the expired date of the single-use device. The customer should be reminded product expiration dates are established to ensure the safety and efficacy of the product. Any use of product after its expiration date is not recommended and there is no guidance on usage of product that has exceeded their expiration dates. The sample was fully tested on a system console and met specifications. No fluid leakage was observed from the cassette. The root cause of the customer's complaint could not be established; the returned sample met specifications. It was noted the customer utilized expired product during surgery.